Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was not functioning properly. Customer had to revert to his back up insulin pump due the device being frozen. The display was blank and after five or six battery changes the display did not return. Customer even switched out the battery cap from his back up pump and tried on the device and it worked for about a day but then it had battery issues. It alarmed low battery, he changed the battery and the alarm reoccurred. Customer doesn't recall his blood glucose level. Troubleshooting was performed. The device didn't have any physical damage; it wasn't dropped, bumped, or exposed to moisture. Customer stated he had already received a new battery cap and issues persisted. Customer was advised the insulin pump needed to be replaced. Call was disconnected and the device is not being returned for further analysis.